Manufacturer narrative:
No issues or nonconformance's were found and no trends were identified, no root cause could be established. The relationship between the coopervision device and the incident is unconfirmed.

Event description:
It is reported that the patient attended hospital on 21 november with pain in the right (os) eye. The patient was diagnosed with a contact lens related corneal ulcer and prescribed ciloxan, cyclopentolate, and chloramphenicol. At the date of initial report the patient was to attend for follow-up on 11 december. This event is being reported in an abundance of caution due to lack of medical info, incomplete diagnosis, and unknown resolution.